Manufacturer narrative:
The subject ch-s190-08-lb has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc will investigate the subject 3dv-190 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure of urology with the subject ch-s190-08-lb, autofocus did not work. The user replaced the subject ch-s190-08-lb to another ch-s190-08-lb to complete the procedure. There was no report of patient injury other than replacing the system.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01933. The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked following items of the subject device. Omsc checked the outside of the subject device. Omsc checked the endoscopic image of the subject device displayed on the monitor. The outside of the subject device was the following condition, and there was no other abnormality. There was the damage on the electrical contact of the video connector. There was dirt on the lens. Omsc also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01933. Olympus medical systems corp. (Omsc) confirmed performance of focus adjustment, it was confirmed the subject device works properly. Since the event was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. Auto focus did not function due to temporary malfunction by some cause. Auto focus did not function due to unstable transmission by accidental contact failure on the electrical contacts of the video connector socket of the video system center and the electrical contacts of the video connector of the subject device. The instruction manual of the ch-s190-08-lb states the corresponding method in case of an abnormality.